Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had the scs system generator replaced. Reportedly, the generator battery had reached its end of service. The procedure went as expected and the patient reported receiving effective stimulation therapy postoperatively.